Manufacturer narrative:
Correction: a transcription error was noted for the endurant bifurcated stent graft. The correct dimensions of the endurant bifurcated stent graft are 32x20x124 and not 36x20x124 as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
An endurant and an aneurx stent graft system were implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that on follow-up angiogram, a distal type I endoleak from the right limb and a type iii separation endoleak between the 20x20x40 aneurx stent graft and 36x20x124 endurant stent graft were observed. A secondary intervention was done. The physician implanted an endurant limb between the 20x20x40 aneurx and 36x20x124 endurant stent grafts and the endurant limb was extended down to the right external iliac artery, resolving the distal type I and type iii separation endoleak. Per the physician, the cause of the distal type I endoleak and type iii separation endoleak was due to patient's anatomy, dilatation in the right iliac artery. No additional clinical sequelae were reported and the patient is fine.